Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display and failed battery test. The customer¿s blood glucose level was 279 mg/dl at the time of the incident. Customer gave manual injection to treat for high blood glucose. Customer reported that insulin pump went off and not come back after inserting battery. Customer reported that she was not in hospital related to diabetes but she suspended her insulin pump because she was there. Customer reported that when she went to turn the insulin pump back on after it would not turn back on. Customer reported that she inserted a battery just now, the same one as before. Customer received failed battery. Customer does not have a new battery to use with her pump. Customer unable to troubleshoot for insulin pump not turning on per customer does not have a new battery to use. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.